Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the wearable failed late at night before the patient went to sleep. At around 3:00am on (B)(6) 2025, the patient had high blood sugar and stated their bg was over 400 mg/dl. During this time, the patient was incoherent and hallucinating. The patient's daughter called the fire department and the patient was taken to the intensive care unit. The patient was injected with insulin and was monitored until (B)(6) 2025 when they were discharged at around 2:00pm. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.